Manufacturer narrative:
Should additional info become available regarding this event, it will be reevaluated and a f/u report will be sent.

Event description:
On (B)(6) 2010, an ams 700 ipp was implanted. On (B)(6) 2011, the reservoir component was removed and replaced. It was indicated that the "reservoir was in the bladder." Ams requested additional info.